Manufacturer narrative:
510(k) number: k160229. 1 unit of lot: c1724921 of echo-hd-22-ebus-p was returned opened not in its original packaging. It should be noted that this file is related to another complaint files. Clarification was requested as follows; ¿do you mind asking the rep to confirm if it is the syringe that flushes that device was broken? Or was it the needle cannula used to puncture?¿ reply was received as follows; ¿the physician found leakage when flushed the device after the first puncture. So they have no idea when the needle was broken¿ a video and photo of the issue was shared. The device involved in the complaint was evaluated in the laboratory on 19 feb 2021. The returned device lab findings and observations can be referred through the attached files. Although stated as a distal kink in the lab evaluation notes a distal needle fracture was observed at the top of the dimpling section. A proximal kink below where the sheath extender would be was also observed. This will be investigated under another file. Clarification was requested as follows; ¿was the proximal kink below the sheath extender observed when the device were being sent back to cook ireland? If it was not then this would indicate that the kink came about as a result of transport returns which will mean the new pr that you will open can be cancelled.¿ reply was received as follows; ¿unfortunately we cannot answer your question directly, so I log in a new (B)(4) in case for you. Thank you .¿ as a result of the above an additional complaint was opened in relation to the proximal kink as it could not be linked to the complaint issue. Clarification was requested from cirl engineering as follows; ¿as you can see from the lab form we detailed the failure observed in the distal part of the needle as a kink but wanted to follow up with you to check if you think this is correct. From the photo below it is not an obvious type kink so would really appreciate your input.¿ reply was received as follows; ¿it¿s a distal break¿ . The photo provided in the file of the complaint device before shipping back to cirl shows the distal end of the needle to be more at an angle that what was returned for evaluation. The point of this angle at the top of the dimpling section is where the needle fracture was located. As the device returned had the full needle retracted within the sheath it is most likely that the needle was taken back into the sheath before shipping and as a result this angle was not evident when evaluated at cirl. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number: c1724921 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1724921. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion as per additional information puncture of the target site was difficult. This could have led to the distal end of the needle to fracture which would have resulted in the needle retraction issue as per q.26 of the additional questions and in turn to the water spilling out from the needle at the point of fracture when flushing the device outside the patient. As per the additional information the user was concerned that the tumor was too hard to puncture, however one puncture was made, and access to the target site difficult. Complaint is confirmed as the failure was verified in the laboratory and the photo and video shared. No patient outcome information was shared. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 08-apr-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number: k160229. (B)(4)the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle broke in the second puncture, physician found water spilling out from sheath when flushing.are images of the device or procedure available? Yes(please check the attached file). If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end not sure. It was blocked by sheath in blue color, we can¿t see the situation inside.. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, noplease specify if yes. No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? Not procore. Was gaining access to the target site difficult? Yes. Was the device used in a tortuous position? No. Was puncture of the target site difficult? Yes. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 4r. Please describe the size of the intended target site. Na. If not with the device in question, how was the procedure performed and/or finished? They stop the procedure because they afraid of damaged needle hurt the scope channel.. Was the device damaged in packaging prior to removal? N/a . Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day no, they concerned that if the tumor is too hard to puncture, damaged needle would hurt the scope channel.. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. . What is the scope manufacturer and model number that was used? Pentax eb-1970uk. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No . How many samples were obtained (passes completed) with this needle? 1 . Did any section of the device detach inside the patient? Noif yes, please specify:. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No